Manufacturer narrative:
(B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in (B)(4). According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. The complaint will be assess as not confirmed note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer information: after normal use of the product, it was found that the patient was not given enough medicine. No sample or picture provided.